Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, tracer registration was slightly inaccurate. When starting tracer, the 3 blue dots did not appear in the correct location. The first dot appeared on the patient nose, the second was under the eyebrow and the third was off the scan. The surgeon chose to touch where the dots should have appeared. There was no scatter on the 3d model and the tip of the nose was included in the scan. The surgeon opted to continue the procedure with the use of the navigation system, while noting the inaccuracy. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Software investigation completed. Per the event description the site decided to store their image orientation points incorrectly instead of storing them as the software displayed. Software is functioning as designed.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, reported successfully registering a bert demo head. The medtronic representative was unable to replicate the reported tracer issue.